Manufacturer narrative:
An internal review of qc release data for the affected consumable lot from the kit lot confirmed that the consumable lot successfully met the established qc release specifications. The patient's sample was provided for investigation. The same consumable lot as the customer was unavailable for internal testing. A different consumable was used during the investigation and the patient sample was run in duplicate, resulting in no targets being detected. Unfortunately, there was not enough liquid available for further testing. The investigation did not identify a product issue.

Event description:
The initial reporter stated they received a questionable result for one patient sample tested with gm eplex resp pathogen 2 panel eua on a gm eplex base system. Initial testing of the sample resulted in detection of subtype influenza a h3, but did not detect the influenza a target. The sample was re-tested on a second instrument on (B)(6) 2024 and resulted in both influenza a and influenza a h3 targets being detected.

Manufacturer narrative:
The gm eplex base system serial number is (B)(6). The gm eplex resp pathogen 2 panel eua kit lot number is 10228129 (expiration date = 01-oct-2025). The cartridge lot number is 10230590. The patient's sample was requested for investigation. The investigation is ongoing.